Manufacturer narrative:
It was reported that a scalpel component was sticking through the btc and a staff member experienced a laceration to the left thumb when he reached and grasped for the procedural pack. The staff member went to the emergency department (ed) where he received seven (7) sutures to close the laceration. He was discharged after evaluation and treatment and has reportedly returned to work. No additional medical intervention or follow-up care was reported and no patient was involved in the incident. The suspected procedural pack was returned for evaluation. The procedural pack was found to be open with the scalpel no longer inside. The scalpel was returned with the safety on. A photo was provided which showed a small slice in the btc. The root cause was concluded to be related to the manufacturing process of the component. Due to the reported need for sutures, this medwatch is being filed. If additional relevant information becomes available a supplemental medwatch will be filed.

Event description:
It was reported that a scalpel component was sticking through the back table cover (btc).